Manufacturer narrative:
Follow-up root cause failure analysis on the returned cpu board shows that the cold solders on 330 ohms 5% resistor leads in the ls1 buzzer generated the 1104 diagnostic code.

Event description:
The customer reported that the ventilator alarmed with backup alarm failed error. The customer reported there was no patient involvement.